Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that returned image contained a view of a used clamshell swim lane and an indication to remove the attached reload. It was reported that the device partially fired and the instrument locked on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the adapter did not calibrate. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (sn:(B)(6)) egia45amt, egia45amt egia 45 artic med thick sulu (lot#n3j1986y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic lobectomy, during resection of the lung, when the surgeon fired the stapler, the firing stopped at the middle. The surgeon tried to fire again but it did not work. Although the surgeon used a manual tool and other guided methods, it did not work, and the jaws locked on tissue. The adapter did not calibrate. The tissue was cut, and the device was removed. Another set of powered stapler was used to finish the surgery.